Manufacturer narrative:
Additional information: (name,email), g2(phone#). Evaluation summary post market vigilance (pmv) received one device. The photo depicts the device in a bag along with syringe. The balloon is broken with a disengaged piece inside the bag. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the cut in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the trocar site during a laparoscopic totally extraperitoneal procedure, the device's balloon physically broke fell into the patient¿s cavity but was then retrieved. A new device was used in order to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the trocar site during a laparoscopic totally extraperitoneal procedure, the device's balloon physically broke fell into the patient¿s cavity but was then retrieved. There was no patient injury.